Event description:
[Preferred term] (related symptoms if any separated by commas) high blood glucose [blood glucose increased]. There was a novopen 3, which had fault and could not be used normally [device defective]. Hypoglycemia [hypoglycaemia]. Case description: this serious spontaneous case from china was reported by a consumer as "high blood glucose (blood glucose increased)" beginning on (B)(6) 2023, "there was a novopen 3, which had fault and could not be used normally(device defective)" with an unspecified onset date, "hypoglycemia (hypoglycemia)" beginning on (B)(6) 2023, and concerned a 74 years old female patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novomix 30 (insulin aspart) (dose, frequency & route used-20 iu, bid (20 u in the morning and 20 u in the evening)) from unknown start date for "type 2 diabetes mellitus". Patient's height: 150 cm, patient's weight: 51 kg, patient's bmi: 22.66666670. Current condition: type 2 diabetes mellitus (for over 10 years). Concomitant products included - pioglitazone, metformin. On (B)(6) 2023, the patient had high blood glucose levels with fasting blood glucose of 18 mmol/l and postprandial blood glucose of 26 mmol/l. The patient was hospitalized on the same day. It was reported that there was a novopen 3, which had fault and could not be used normally. On (B)(6) 2023, the patient experienced hypoglycemia before dinner and the blood glucose was 3.3 mol/l. On (B)(6) 2023, the patient didn't take oral hypoglycemic agents and injected only insulin. Fasting blood glucose was 7 mmol/l and post prandial blood glucose was 10 mmol/l. The patient was discharged on the same day. Batch numbers of novopen 3 and novomix 30 were requested. Action taken to novopen 3 was not reported. Action taken to novomix 30 was not reported. On (B)(6) 2023, the outcome for the event "high blood glucose( blood glucose increased)" was recovered. The outcome for the event "there was a novopen 3, which had fault and could not be used normally(device defective)" was not reported. The outcome for the event "hypoglycemia (hypoglycemia)" was recovered. Reporter comment: the patient's relative called to consult about the warranty period of novopen 5, which was bought form a local hospital.

Event description:
Case description: investigation result: name novopen 3 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: investigation result added; imdrf code added; relevant fields updated in EU/ca tab; narrative updated accordingly. Final manufacturer's comment: 22-may-2023: the suspected device novopen 3 has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. Elderly age of the patient (74 years) and underlying medical condition of type 2 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novomix 30.